Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor communication error. Blood glucose was 280 mg/dl at time of incident. The customer reported that they were unable to clear the alarm. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump received with operating currents within specification. Insulin pump passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Insulin pump was monitored and no frozen display or spi to motor pic communication error alarm noted.